Event description:
It was reported by service report that the inner and outer side rail panels on both sides were unable to screw in causing areas for potential fluid ingress and side rail functions to be unavailable. No patient involvement or adverse consequences are reported.